Event description:
It was reported that the pump exhibited a high-pressure alarm. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿a high-pressure alarm was triggered" was not confirmed during testing. As a result of checking the event history log there was a record of the high-pressure alarm occurring continuously during pump operation on december 14, 2025. The occlusion detection level of the downstream occlusion (dso) sensor was at the lower limit. The probable cause was a potential defective dso sensor or cassette product. As a preventative measure the dso sensor was re-calibration. The device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.